Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email on (B)(6) 2018 that the customer was receiving recurring motor error alarms. Customer also reported issues with battery longevity, squirting insulin during priming, scratches that affect readability and random no delivery alerts. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting did not occur. Insulin pump will not be returned for analysis.